Event description:
Customer was having e-13 alarm. Explained to customer alarm and possible causes. Assisted with reprogramming as required. Customer was treated at the hosp with a manual injection to bring down blood glucose levels.